Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device display screen would not turn on and had no charge light. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn: (B)(6) was performed from date of manufacture 28aug2019 to the present date 23oct2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device display screen would not turn on and had no charge light. There was no reported patient involvement.